Event description:
Customer reported occasional "stator not on" error at c-arm display.

Manufacturer narrative:
Gehc service personnel repaired bad connection. Re-booted 5 times, no errors. Completed a functional test of system fluoroscopy, all ok.